Event description:
It was reported that during a laparoscopic cholecystectomy and clipping of the cystic duct procedure, the first clip didn't form at all and several were deflected and didn't form fully around the duct. There were no patient consequences. Case completed with the same clip applier.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: the clips were also not holding on the tissue, the clips were removed with graspers. Which firing of the device did this event occur on? 1st and continued. What vessel or structure was the device fired on at the time of the event? Gall bladder cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Gall bladder disease what was found? Asku. Does the patient have any relevant history of surgical treatments? Asku if so, what? Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.